Event description:
It was reported that the patient was undergoing an aortic root and valve replacement and was experiencing frequent episodes of atrial fibrillation during the case. During the procedure the patient had internal transthoracic pacing wires connected to an external pulse generator (epg) which was turned off. The patient was stable and doing well while preparations were being made to transport the patient to the intensive care unit (ICU). The epg was passed by the anesthesia fellow to the nurse at the field per standard procedure and simultaneously, pacing spikes, premature ventricular contractions and short runs of ventricular tachycardia were noted on the electrocardiogram (EKG) before the patient abruptly went into ventricular fibrillation requiring cardiopulmonary resuscitation (CPR) and defibrillation with a rapid return to normal rhythm. Post event debriefing led to the conclusion that the "emergency/asynch" button may have been inadvertently pushed during the hand-off of the pacemaker placing it into maximum output asynchronous mode with subsequent development of ventricular fibrillation.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.